Manufacturer narrative:
No service has been requested by the customer. According to information received, the customer identified a faulty o2 cell. The o2 cell replacement planned upon arrival of spare part. No logs were received and the replaced part will not returned for further investigation. No more information will be provided. The o2 cell is a measuring issue and will not affect ongoing ventilation. The o2 cell has a lifetime and could be expired. Remaining lifetime can be read by the system. The o2 cell is automatically calibrated each time a pre-use check is performed (if o2 is connected to the system). If the system has continually been in use for a long time, the measured o2 concentration may drop due to normal degradation of the o2 cell. This will activate a nuisance alarm. If the ventilator has been in continuous use for an extended period, the measured o2 concentration may drop due to normal degradation of the oxygen cell. The conclusion is that the reported low o2 concentration alarm was generated due to faulty o2 cell. However, the reason for why the patient's saturation decreased could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing on 2015-10-18 or 2015-10-22.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. The patient desaturated to 80%. The patient was immediately put into assisted ventilation with a bag-valve-mask and the ventilator was immediately replaced. Final patient output was no harm. Manufacture's ref.#: (B)(4).